Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the fresenius cassette and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that the fresenius cassette set had a malfunction or product deficiency was associated with these events. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew the bacteria staphylococcus aureus which is bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the pd nurse.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. It was stated that the patient had symptoms of low blood pressure and during hospitalization it was discovered the patient had hypocalcemia and hypokalemia. The cause of the peritonitis was initially reported as unknown. However, there were no reported allegations that the event was related to issues with fresenius products. In additional follow-up, the patient¿s pd nurse clarified that on (B)(6) 2024 the patient was seen in the outpatient pd clinic for cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (the same day) which grew staphylococcus aureus. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) for peritonitis. The patient was recovering from the event and continued pd treatment with the same cycler. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. The nurse attributed the event to breach in aseptic technique during the pd exchange.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for peritonitis. It was stated that the patient had symptoms of low blood pressure and during hospitalization it was discovered the patient had hypocalcemia and hypokalemia. The cause of the peritonitis was initially reported as unknown. However, there were no reported allegations that the event was related to issues with fresenius products. In additional follow-up, the patient¿s pd nurse clarified that on (B)(6) 2024 the patient was seen in the outpatient pd clinic for cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (the same day) which grew staphylococcus aureus. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) for peritonitis. The patient was recovering from the event and continued pd treatment with the same cycler. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. The nurse attributed the event to breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.